Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-01065, system version #: 4.1.0. System: a medtronic representative visited the site to evaluate the equipment. No failures were found. Concomitant product: this product has not been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that they were able to transfer over two spins but when they went to take another spin they were unable to get the scan to transfer to the navigation system. A system checkout was requested. There was no impact to the patient. Additional information was received. It was reported that the complaint had initially been reported incorrectly. The site had trouble seeing the tracker leds on the o arm. The third scan, which was a 3d scan, was used. The dose report is unavailable per the site biomed engineer. It was reported that the scan transferred after they brought in a different navigation cart and it was able to see the tracker leds. There was a reported delay to the procedure of 5 minutes.

Event description:
Additional information was received. It was reported that the cause of the issue was not communication, but simply that the camera did not have the tracker in view at the time of the scan.

Manufacturer narrative:
H2: additional information was received. See b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.